Event description:
A patient was in for a dialysis catheter exchange (temp catheter to a perm catheter). After the first unsuccessful access attempt was unsuccessful, a second attempt was made. While attempting to advance the introducer, fibrotic tissue from previous access caused roll back on the sheath of the device. Final successful attempt using a "competitor's" kit was made and resulted in blood loss (exact amount unknown). The physician applied pressure to the site and stitched it up, where no further blood loss was experienced. No devices were inside the patient at the time of the cardiac arrest. The procedure was then aborted and a "code" was addressed shortly after. Chest compressions were performed, medications provided, and a blood transfusion was performed, however, the patient expired. Cno in the or stated they believe no device was the cause of patient mortality. This report is for the gbm introducer that was used for the initial unsuccessful attempt for vasiculature access. Despite the introducer not malfunctioning or causing the adverse event we are conservatively reporting this due to the introducer being used earlier in the procedure. This event is related to 2183787-2023-00008.